Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after changing the infusion set for a no delivery. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. The customer stated that the drive support cap was flushed. The customer also reported receiving a motor position encoder error. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery was also performed. The customer stated that the issue was resolved by changing the reservoir. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.